Event description:
While trying to advance the guidewire (subject device) through an excelsior sl-10 catheter, to the right internal carotid artery (ica) resistance was felt. The device was returned for eval and the device was found to have the polytetrafluoroethylene (ptfe) coating damaged on several locations between 27.5 cm and 36.0 cm from the proximal end.

Manufacturer narrative:
During analysis of the returned subject device, it was discovered that the guidewire's ptfe coating was damaged between 27.5 cm and 36.0 cm from the proximal end. From the condition of the guidewire, it appears that the torque device had been dragged down the wire. The torque device was not returned. The sheering/peeling of the ptfe coating has sections where the coating is partially peeled up from the stainless steel corewire. A visual examination on the remainder of the ptfe coating (entire ptfe coated section) did not reveal any other unusual abnormalities in the coating. Additionally, it was noted that the guidewire was shaped on its distal section, and slightly bent at 163.5 cm from its proximal end. No other anomalies were observed with the guidewire. It should be noted that the directions for use includes specific warnings for inadequately tightening down the torque device. This user error is considered the cause of the observed ptfe peeling. The excelsior sl-10 catheter used in conjunction with this guidewire was also returned and evaluated. The subject device was introduced and advanced into the microcatheter through its proximal end. While the guidewire came out of the microcatheter distal end, it should be noted that the guidewire encountered friction, while it was being pushed through the microcatheter. This friction appeared to be due to the anomalies found on the microcatheter. Further inspection of the microcatheter found that the excelsior sl-10 microcatheter was slightly bent at 117.5 cm its proximal end. The microcatheter was kinked at 0.7 cm from its distal end. No other anomalies were found to be visible to the device. The friction in the system that was felt led to the physician having to exert excessive force during advancement to overcome the friction which subsequently resulted in the observed damages on both the catheter and guidewire in this case. Excessive force during use in order to overcome procedural and/or anatomical factors therefore likely accounts for the observed damages to the catheter as well as the bend noted on the guidewire. The damages observed on the catheter are known to cause or contribute to friction during advancement over a guidewire. Although damage was noted to the guidewire, it has been concluded that it was the damage to the catheter that likely led to the resistance felt by the physician and not the observed peeling or bend on the guidewire. The device history record review indicates both the catheter and guidewire devices met specifications prior to release. Since the friction experienced during use of the guidewire was caused by damage on the catheter, a root cause classification of caused by other device has been assigned.